Event description:
It was reported, during an implant attempt, multiple attempts to extend the helix were made. Further information noted 20 turns were initiated. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .074 inches within specification. Primary analysis findings: no anomalies found.